Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the customer was hospitalized on (B)(6) 2018 for high blood glucose of 618 mg/dl. The customer first noted a motor error alarm while attempting to bolus. The customer also stated a no delivery alarm occurred during another bolus delivery. The customer continued to administer boluses, but felt a headache. The ambulance was called for treatment. Troubleshooting was completed and it was found a failed self-test alarm occurred during the self-test. The customer's current blood glucose was 490 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with operating currents within specification. Device passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime test due to faulty force sensor resistor. Unable to perform occlusion test, delivery accuracy test and excessive no delivery test due to prime anomaly. The motor was tested outside the device and passed. No motor arm failed self-test were noted during testing. Device with partially broken off piece at the reservoir tube lip. The p-cap or reservoir locked properly. Device received with cracked case at display window corners, display window and battery tube threads. Device received with minor scratched display window and case. Device received with missing end cap sticker and stained back address serial number label.